Event description:
At the conclusion of a surgical procedure using an angled tip light guide, the device was removed from the instrument and light source and placed on the side of the patient. When the drapes were removed, it was noted that there were burns through the drapes and towel, and a small burn, approx. 4mm on the patient where the tip of the light guide had rested. The burn was not serious and no additional treatment or intervention was required.

Manufacturer narrative:
The device involved in the reported event was not returned to nuvasive and the reported malfunction could not be verified. Nuvasive is scheduling a visit to the hospital in an effort to perform field testing of the device and the hospital's light source. A review of the device labeling indicates that "light sources use high intensive lamps, which produce heat as ell as brilliant light. The high brightness produced by the light source and the light output of the light guide cable can cause serious burns." The root cause of the event is not know at this time, but the investigation is still ongoing. In the event that new information is obtained, a follow-up report will be submitted.